Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event twelve days prior to receipt of this report. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information was received from a nurse. It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. During hospitalization, the patient was treated with unspecified antibiotics (dose, route and frequency not reported). On an unknown date, the antibiotic therapy was discontinued. At the time of this report, the patient was fully recovered from peritonitis. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2013. A review of all batch record documents for potentially associated lot numbers gd894725 and gd895045 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).